Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain. Pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, parity 2 (date of pregnancy (B)(6) 2005, (B)(6) 2009.), gravida ii (date of pregnancy (B)(6) 2005, (B)(6) 2009.), gallstones, vomiting, diarrhea, lower abdominal pain, emesis, stools abnormal, asthma, gallbladder disorder, appendix disorder, dehydration and nausea. Previously administered products included for an unreported indication: protonix, wellbutrin, zoloft, albuterol, tagamet, clindamycin, phenergan, zofran, morphine, phenergan, toradol, vicodin and zantac. Concurrent conditions included endometritis, nausea, migraine, headache, uterine bleeding, metrorrhagia, pap smear, left lower quadrant pain, anxiety, pre-menstrual tension syndrome, adenomyosis, endometrial hyperplasia, dysplasia and endometriosis of uterus. Concomitant products included ciprofloxacin hydrochloride (cipro), cholecalciferol (cholecalciferol), lansoprazole (prevacid), levonorgestrel (mirena), metacycline hydrochloride (methacycline hcl), metronidazole (flagyl), minocycline, oxycodone, oxycodone hydrochloride;paracetamol (percocet), pantoprazole sodium sesquihydrate (pantoprazole sodium), ranitidine, vitamin d nos (vitamin d) and zolpidem tartrate (ambien) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received reporter information injury nos replaced and new event was added , vaginal hemorrhage, menorrhagia, pelvic pain, abdominal pain. Severity added, pelvic pain, abdominal pain. Outcome added vaginal hemorrhage, pelvic pain concomitant and historical drug was added. Medical history and lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.